Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured. An alert was triggered about 11 months earlier for high impedance and the lead was not capturing. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.